Event description:
It was reported that the patient alert was tripped for the atrial lead reporting that there has been no impedance measurement taken. The device is still in use. No patient complications have been reported as a result of this event.

Event description:
It was reported that the patient alert was tripped for the atrial lead reporting that there has been no impedance measurement taken. It was further reported that the device reached elective replacement indicator and was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the device met 91% of expected longevity. Without the history of the programmed settings throughout its service life, there is no way to determine why the longevity did not match the predicted model.